Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
It was reported to hamilton medical ag: loss of external power and main power is not showing & not charging the battery. No patient involved.